Event description:
Dr. Used micropuncture needle to access left subclavian vein. While obtaining access, he used a nitrex wire through the cook needle. The wire formed a knot while in the vein. When the dr. Went to remove the nitrex wire, part of the wire sheared off and remained in the body and had to be extracted. Dr. Was successfully able to extract two pieces of the wire and a final fluoro image was obtained to confirm the wire was completely removed.